Manufacturer narrative:
Active investigation in progress; results of investigation to be provided in a supplement report. (B)(4).

Manufacturer narrative:
There were no samples returned by the customer and so complaint cannot be confirmed. Some retain samples of some skin prep wipes lots manufactured by this supplier were tested and no evidence of microbial growth was noted. Other return samples of the reported lot 0d200 from other complaints were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. Skin prep designed to be used to reduce risk of irritation due to friction. It is very critical that the solvent is allowed to dry completely before any device is applied. Sometimes skin irritation under normal use is expected to occur and severity is low- non-serious injury and significant discomfort. Additionally, if sufficient product is not applied, it is likely that it may result poor adhesion of device causing tracts for local infection. Medical review of this complaint confirmed that the reported symptoms cannot be attributed to the use of s&n wipes product.

Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient hospitalized twice in 2011. First hospital visit (B)(6) 2011 for 14 - 18 days. Patient diagnosed with having an infection in her right lung. Second hospital visit patient admitted (B)(6) 2011 and discharged after 12 days. Patient diagnosed with having an infection in her left lung and right arm. Patient states she had a fever constantly for months.